Event description:
An attempt was made to use an integrity otw coronary stent sys diameter 4mm length 30mm to treat a lesion in the distal rca. The lesion had been pre-dilated. The device was inserted but only went to 6atm and then deflated. Another attempt was made to inflate the balloon but was unsuccessful. The physician pulled the catheter out but the partially deployed stent remained in the pt. The pt was then treated with another device. The pt is reported to be fine post procedure. The technician examined the catheter afterwards and found that when he injected water into the inflation port it came out the end of the catheter. No add'l clinical sequelae were reported.

Manufacturer narrative:
(B)(4): eval, results: (based on the info provided no root cause can be determined). Eval, conclusion: (based on the info provided no root cause can be determined).